Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the issue only occurred with a scope and a patient. The image flickered when the erbe electrical generator activates when connected to the sdi output. The customer tried swapping out the sdi and radio frequency cables and verified there were no breaks or damage to the generator footswitch cable. Connecting the video system and erbe to a different circuit or trying another video system did not resolve the issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported the image of the video system center flickered when using bovie during a procedure. The issue occurred with any scope connected to the serial digital interface output. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (7) seven years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that that image became intermittent, and noise occurred due to distortion of the male type of output connector. Olympus will continue to monitor field performance for this device.